Manufacturer narrative:
The complaint device has not been returned to the MFR to date. A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
It was reported that the probes continued to activate on the mayo stand showing an e2 or e4 error message.